Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a follow up report.

Event description:
The customer reported that the technician received an injury on shoulder and elbow while moving the ceiling stand. The technician stated that the ceiling stand was difficult to move.